Event description:
It was reported that after successful angiojet rheolytic thrombectomy of the mid rca (using a whipser guidewire), the physician initiated ptca of the marginal branch of the right coronary artery. A 7f ar2 guide catheter and the pt2 guidewire used to cross the lesion. A maverick 2.0/20 mm balloon was inflated to 12 atms for 55 seconds. Following the ptca, the pt2 wire fractured and the vessel closed down. No further intervention for this lesion was attempted due to the retained wire fragment. The physician proceeded to stent the mid right coronary artery lesion. The procedure was successfully completed with 0% residual stenosis of the right coronary artery with timi grade 3 flow; failed intervention of the marginal branch of the right coronary artery; no further complications; patient stable post-procedure.

Event description:
During a ptca treatment procedure, the pt2 guidewire fractured. The physician was unable to retrieve the fractured portion with a snare. The wire segment remains in the marginal branch of the right coronary artery. Pt status is "okay". Add'l info has been requested regarding this event.